Manufacturer narrative:
Serum cl qc was within the lab's established ranges prior to and after the event. A field service engineer (fse) went on-site and replaced the na electrode and the ratio pump.

Event description:
A customer contacted beckman coulter inc. (Bci) complaining of high anion gaps and attributed the issue to chloride (cl). When the anion gap fails their specifications, they repeat the sample on an alternate instrument. Review of the data shows that the difference in cl results is within the precision of the assay but the sodium (na) results exceed the bci precision claims. The erroneous results were not reported outside of the laboratory. There was no affect to patient or user with regard to this event.